Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that based on debugging, final testing, log review and internal inspection, no new evidence was found. The investigation is closed as observed in device data - latched error. The ac charger was replaced to reduce the probability of reoccurrence. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.